Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient stated that they had spoken to their local manufacturer's representative (rep) and they told them about another person that had an issue with adaptive stimulation causing them to feel sudden strong stimulation. The rep didn¿t tell the patient who the other person was, or any other information on the patient. The patient was told the information sometime in 2015. No further complications were reported or anticipated.